Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. On (B)(6) 2026, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of approximately 600 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.